Event description:
The customer reports that power cord has tear in the insulation. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power cord. System operating as intended.